Event description:
The customer reported a false positive result with ID now covid-19 2.0 on (B)(6) 2023. Per customer, the patient received positive result with ID now covid-19 2.0. A confirmatory test pcr (genexpert, beckman coulter) was performed on nasopharyngeal swab, and generated a negative result. Sample for pcr collected after 15 min of ID now sample collection. The customer confirmed that the patient was asymptomatic. Also, the customer stated that the patient had covid in (B)(6) 2023. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m218779 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m218779 and test base part number 192-430 / lot m218779. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m218779 showed that the complaint rate is (B)(4)%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue however, a possible assignable root cause is patient sample interference.

Event description:
The customer reported a false positive result with ID now covid-19 2.0 on (B)(6) 2023. Per customer, the patient received positive result with ID now covid-19 2.0. A confirmatory test pcr (genexpert, beckman coulter) was performed on nasopharyngeal swab, and generated a negative result. Sample for pcr collected after 15 min of ID now sample collection. The customer confirmed that the patient was asymptomatic. Also, the customer stated that the patient had covid in (B)(6) 2023. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.